Manufacturer narrative:
(B)(4).the service engineer (se) evaluated the ventilator and replaced the graphic user interface (gui) printed circuit board (pcb), gui touchframe, and liquid crystal display (lcd) flex circuit. The fse downloaded the software and the ventilator passed calibrations, extended self tests (est), short self tests (sst), and performance verification tests (pvt).

Event description:
The customer reported ventilator with an erratic display. The ventilator was not on a patient at the time of the event.